Event description:
It was reported that in (B)(6) 2008, the patient had a car collision and was admitted to the hospital. He underwent several surgeries for orthopedic injuries including an open reduction internal fixation for a fracture-dislocation of his femoral head and neck and a sacroiliac screw fixation and anterior pubic plate for a malgaigne fracture. On (B)(6) 2008, the patient underwent orif left femoral head, orif left femoral neck, orif left anterior column acetabulum, orif pubic symphysis (synthes pelvic plate across his pubis extending to the left hip) and percutaneous iliosacral screw fixation due to left acetabular fracture and left femoral head fracture. On (B)(6) 2010, the patient underwent left total hip arthroplasty with depuy components due to hip pain, metallosis, traumatic arthritis left hip with femoral head avascular necrosis and nonunion femoral head fracture, malgaigne fracture and intraarticular hardware broke with screws. No further information is available. This report is for a 3.5mm pelvic cortex screw self-tapping 45mm. This is report 2 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is (B)(6) 2008. E3: initial reporter is a synthes employee. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.